Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure. Upon device interrogation, the right ventricular lead exhibited high voltage lead impedance. No intervention was performed. The lead would be continued to be monitored. No patient consequence was noted and the patient was stable.